Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse opened implant box and noticed hair on the inside of box. Implant was never opened on to the sterile field.

Manufacturer narrative:
Reported event: an event regarding a hair in the inner blister pack involving a trident femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: the device and packaging materials were received and visual inspection confirmed the event. The hair was taped on top of the inner blister. -medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a small piece hair in between the outer and inner blister. Nc was raised (B)(6) 2017 to investigate the confirmed issue. This event is considered to be an isolated incident. It was concluded that the stray hair had no effect on the quality, functionality, or sterility of the implant. The inner sterile barrier was not impacted as the representative stated that the hair was found outside of the inner blister. The outer blister sealing operation is the only opportunity for a final inspection of the inner tyvek before the part is sealed. It would then be ultimately inspected at hospital.

Event description:
Nurse opened implant box and noticed hair on the inside of box. Implant was never opened on to the sterile field.update: sales rep confirmed the hair was found between the outer and inner blister. There was no surgical delay as an additional implant was available.